Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to other/non-product experience eight days after implant. No adverse patient effects were reported. This lv lead has not been returned for analysis.